Manufacturer narrative:
(B)(4). A visual, dimensional and visual inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. It is necessary to receive the device sample to perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and establish any corresponding corrective action. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges that "after the ett was placed, the circuit popped off of the ett." Alleged issue reported as detected during use. It was reported that there was no patient injury or consequence. Patient condition reported as "fine". The was no report of medical intervention.